Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon catheter became stuck on the guide wire. Vascular access was gained via the femoral artery. The 95% diffusely stenosed lesion was located in the moderately calcified and moderately tortuous right superficial femoral artery. A non bsc .035 guide wire was advanced, and the 4.0x40/135 wanda balloon catheter was advanced to the lesion. Dilatation was performed from the distal lesion to the proximal lesion at 10atms for 30 seconds. After 3 dilatations, the balloon catheter was stuck on the non-bsc guide wire. The devices were removed together. The devices were able to be separated once outside of the patient, and the guide wire was utilized with other devices to complete the procedure. No patient complications were reported and patient status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon catheter became stuck on the guide wire. Vascular access was gained via the femoral artery. The 95% diffusely stenosed lesion was located in the moderately calcified and moderately tortuous right superficial femoral artery. A non bsc .035 guide wire was advanced, and the 4.0 x 40/135 wanda balloon catheter was advanced to the lesion. Dilatation was performed from the distal lesion to the proximal lesion at 10 atms for 30 seconds. After 3 dilatations, the balloon catheter was stuck on the non-bsc guide wire. The devices were removed together. The devices were able to be separated once outside of the patient, and the guide wire was utilized with other devices to complete the procedure. No patient complications were reported and patient status is good. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the shaft identified that the shaft was stretched down between the two markerbands. A 0.035 inch wire could not pass through the lumen, between the markerbands. The wire was loaded from the hub where it passed down to the site between the markerbands and it could not push through the stretched shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).